Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/11/2015 and found a clot in the check valve cv6 on vacuum chamber vc1. The fse replaced the check valve and tubing in pinch valves lv14 and lv15 because of clots (buildup of debris) to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a blue fluid leak of approximately 5ml from the baths overflowing inside a coulter ac t diff analyzer while running instrument startup. The leak was not contained within the instrument and there were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.